Event description:
It was reported the tip of this biopsy needle bent during a renal biopsy procedure and a small amount of blood was noted at the time of biopsy. No treatment was required at that time. The pt returned approx 4-5 days post procedure due to right flank and right groin pain. A CT scan revealed bleeding of the kidney. The pt was re-admitted to the hosp and put on strict bed rest and add'l medication. A repeat CT scan was performed to confirm cessation of the bleeding. The pt's condition is good and pt has since been discharged. The device has been received, evaluated and retained by this MFR. The engineering evaluation indicated the stylet tip appeared to be slightly bent. The bend was located at the distal most section of the specimen notch of the needle. The specimen notch was within dimensional specification. The outer cannula tip was burred at the leading edge of the cutting tip. The cannula tip was not bent. The unit exhibited good functioning during cycle testing. The stylet tip and cannula tip displayed characteristics consistent with the device without supporting the needle. User technique may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "warning: test firing the needle without stabilization may damage the cannula tip...do not leave the needle cocked with the springs under tension until ready to use."